Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Cts assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arise again.